Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple arterial pressure exceeded alarms occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to failure to rinesback in a timely manner following an unrecoverable alarm. The reported arterial pressure alarms were attributed by facility staff to clotting and restricted blood flow from the patient's arterial access. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.